Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The xience skypoint stent dislodged and was located in the aorta. Treatment, if any, was not specified. No additional information was provided.